Manufacturer narrative:
Novocure's medical opinion is that the contribution of device use to the patient's temporary impairment due to back pain and knee arthralgia cannot be ruled out. Back pain is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm). Arthralgia is an expected event with optune gio device use (ef-11 0% and 9% ef-14 optune arm).

Event description:
A 77-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient reported that since starting optune gio therapy she developed increased knee problems and back pain due to the additional weight of carrying the device. Reportedly, a knee MRI was performed, and the patient had started physical therapy and ordered a walker with a seat to assist with carrying the device. The prescribing physician was contacted, although the physician was unaware of the event and could not provide any additional information.